Manufacturer narrative:
This report is submitted on june 12, 2018, (B)(4).

Event description:
Per the clinic, the patient experienced irritation at the abutment site resulting in the removal of the abutment. The patient was administered topical antibiotics (date not reported).